Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide an accurate lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, when the lens was inserted, the capsular bag ruptured, zonular dehiscence and a vitrectomy was performed. The lens fell back into the eye. As advised by his partner, the lens remains in the eye. Additional information was provided by the clinical director, who reported unplanned medical treatment with a corticosteroid and a miotic medication were required as well and surgical intervention of a wound suture and vitrectomy. In the surgeon's opinion the device did not cause the event. The capsule rupture caused the event.